Event description:
It was reported that during the procedure in the diagonal branch, a rx 2.25x28 xience v stent delivery system was advanced; however, resistance was felt. Force was applied and the physician noted that the distal segment of the stent was damaged. No attempt had been made to inflate the balloon to deploy the stent. The stent delivery system was withdrawn from the anatomy with resistance. An absolute stent and a non-abbott stent were used to complete the procedure. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned goods lab analysis noted blood in the guide wire lumen, on the stent implant, and on the balloon, which is consistent with guide wire insertion and advancement into the body. There was contrast in the inflation lumen, on the stent implant, and on the balloon, which is consistent with preparation for use. The stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant outer diameters met manufacturing criteria. There were stretched struts on the first two rows at the distal end of the stent implant and bent struts on the first row at the proximal end and middle portion of the stent implant. There was an indentation in the distal end of the soft tip and multiple bends in the shaft. There was no note of any damage observed during inspection prior to use or during the procedure, which suggests that a product quality deficiency did not contribute to the incident. It is most likely that the failure to advance occurred as a result of interactions with the patients lesion. It was reported that force was applied when the device failed to advance/cross the lesion. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. The stent implant damages and tip damage likely occurred as a result of interactions with the lesion and/or the force applied by the user. The damaged stent most likely interacted with the lesion and/or guiding catheter, which resulted in difficulty removing the device from the anatomy. The shaft damages most likely occurred as a result of handling during the procedure and/or during packaging and shipment back to abbott vascular for analysis. There is no indication of a product quality deficiency. The inability to advance/cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. A review of the lot history record did not reveal any nonconforming material records that could have contributed to this incident. There is no indication of a product quality deficiency.